Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("expelled one about a week after procedure"). The patient was treated with surgery (hysterectomy will be performed) and surgery (hysterectomy will be performed). At the time of the report, the genital haemorrhage, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pain / constant pain') and trigeminal neuralgia ('trigeminal neuralgia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), trigeminal neuralgia (seriousness criterion medically significant), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia") and anaesthesia dolorosa ("anesthesia dolorosa"). The patient was treated with surgery (cranlotomy and hysterectomy will be performed). At the time of the report, the genital haemorrhage, pelvic pain, trigeminal neuralgia, device expulsion and occipital neuralgia outcome was unknown. The reporter considered anaesthesia dolorosa, device expulsion, genital haemorrhage, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure. The reporter commented: (B)(6) 2012 had essure. She had failed rhizotomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pain / constant pain') and trigeminal neuralgia ('trigeminal neuralgia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), trigeminal neuralgia (seriousness criterion medically significant), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia") and anaesthesia dolorosa ("anesthesia dolorosa"). The patient was treated with surgery (cranlotomy and hysterectomy will be performed). At the time of the report, the genital haemorrhage, pelvic pain, trigeminal neuralgia, device expulsion and occipital neuralgia outcome was unknown. The reporter considered anaesthesia dolorosa, device expulsion, genital haemorrhage, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure. The reporter commented: (B)(6) 2012 had essure. She had failed rhizotomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pain / constant pain') and trigeminal neuralgia ('trigeminal neuralgia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), trigeminal neuralgia (seriousness criterion medically significant), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia"), anaesthesia dolorosa ("anesthesia dolorosa"), dyspareunia ("dyspareunia,"), back pain ("back pain"), infection ("infection nos"), adhesion ("adhesions") and anxiety ("mental anguish"). The patient was treated with surgery (cranlotomy and hysterectomy will be performed, loss of cervix and fallopian tubes). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, trigeminal neuralgia, device expulsion, occipital neuralgia, dyspareunia, back pain, infection, adhesion and anxiety outcome was unknown. The reporter considered adhesion, anaesthesia dolorosa, anxiety, back pain, device expulsion, dyspareunia, genital haemorrhage, infection, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure. The reporter commented: discrepancy of insertion date (B)(6) 2012 had essure., implant : (B)(6) 2011 she had failed rhizotomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received- case become medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pain / constant pain') and trigeminal neuralgia ('trigeminal neuralgia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), trigeminal neuralgia (seriousness criterion medically significant), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia"), anaesthesia dolorosa ("anesthesia dolorosa"), dyspareunia ("dyspareunia,"), back pain ("back pain"), infection ("infection nos"), adhesion ("adhesions") and anxiety ("mental anguish"). The patient was treated with surgery (cranlotomy and hysterectomy will be performed, loss of cervix and fallopian tubes). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, trigeminal neuralgia, device expulsion, occipital neuralgia, dyspareunia, back pain, infection, adhesion and anxiety outcome was unknown. The reporter considered adhesion, anaesthesia dolorosa, anxiety, back pain, device expulsion, dyspareunia, genital haemorrhage, infection, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure. The reporter commented: discrepancy of insertion date(B)(6) 2012 had essure., implant : (B)(6) 2011 she had failed rhizotomy . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-oct-2020: summons received. Reporters information added. Events: mental anguish, dyspareunia, back pain, infections , adhesions were added. Hsg details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("expelled one about a week after procedure"). The patient was treated with surgery (hysterectomy will be performed) and surgery (hysterectomy will be performed). At the time of the report, the genital haemorrhage, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / constant pain"), genital haemorrhage ("bleeding") and trigeminal neuralgia ("trigeminal neuralgia") in a female patient who had essure inserted (lot no. 755528) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, dysmenorrhea, hypertension, migraine, multiparous, menorrhagia and anovulation. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), trigeminal neuralgia (seriousness criterion medically important), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia"), anaesthesia dolorosa ("anesthesia dolorosa"), dyspareunia ("dyspareunia,"), back pain ("back pain"), infection ("infection nos"), adhesion ("adhesions") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy will be performed, loss of cervix and fallopian tubes and cranlotomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, trigeminal neuralgia, device expulsion, occipital neuralgia, dyspareunia, back pain, infection, adhesion and anxiety were unknown. The reporter considered adhesion, anaesthesia dolorosa, anxiety, back pain, device expulsion, dyspareunia, genital haemorrhage, infection, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure administration. The reporter commented: discrepancy of insertion date - (B)(6) 2012 had essure., implant : (B)(6) 2011, she had failed rhizotomy. Insertion date updated from (B)(6) 2010 to (B)(6) 2010 (as per sd). Right: 1 coil; left: 1 coil. Lot number: 755528. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical records received. Reporter information, patient middle name, medical history, lot number, removal date, reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant pain'), genital haemorrhage ('bleeding') and trigeminal neuralgia ('trigeminal neuralgia') in a female patient who had essure (batch no. 755528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anovulation, menorrhagia, multiparous, migraine, hypertension, dysmenorrhea and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), trigeminal neuralgia (seriousness criterion medically significant), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia"), anaesthesia dolorosa ("anesthesia dolorosa"), dyspareunia ("dyspareunia,"), back pain ("back pain"), infection ("infection nos"), adhesion ("adhesions") and anxiety ("mental anguish"). The patient was treated with surgery (cranlotomy and hysterectomy will be performed, loss of cervix and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, trigeminal neuralgia, device expulsion, occipital neuralgia, dyspareunia, back pain, infection, adhesion and anxiety outcome was unknown. The reporter considered adhesion, anaesthesia dolorosa, anxiety, back pain, device expulsion, dyspareunia, genital haemorrhage, infection, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure. The reporter commented: discrepancy of insertion date- (B)(6) 2012 had essure., implant : (B)(6) 2011 she had failed rhizotomy insertion date updated from (B)(6) 2010 to (B)(6) 2010 (as per sd). Right: 1 coil; left: 1 coil. Lot number: 755528 manufacture date: (B)(6) 2010 expiration date: (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), pelvic pain ('pain / constant pain') and trigeminal neuralgia ('trigeminal neuralgia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), trigeminal neuralgia (seriousness criterion medically significant), device expulsion ("expelled one about a week after procedure"), occipital neuralgia ("occipital neuralgia") and anaesthesia dolorosa ("anesthesia dolorosa"). The patient was treated with surgery (cranlotomy and hysterectomy will be performed). At the time of the report, the genital haemorrhage, pelvic pain, trigeminal neuralgia, device expulsion and occipital neuralgia outcome was unknown. The reporter considered anaesthesia dolorosa, device expulsion, genital haemorrhage, occipital neuralgia, pelvic pain and trigeminal neuralgia to be related to essure. The reporter commented: (B)(6) 2012 had essure. She had failed rhizotomy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event trigeminal neuralgia and occipital neuralgia, anesthesia dolorosa updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.